Event description:
It was reported that a pt being treated with v.a.c. Therapy in the hospital for a diabetic foot wound allegedly experienced maceration and subsequent graft failure which allegedly required add'l surgery and prolonged hospital stay. Info provided indicates that v.a.c. Therapy was initiated in 2009 and that a mesh graft was placed one month later. In the next day, a problem with the charger on the unit was reported. A kci technician contacted the customer and conducted testing over the telephone, and the unit was determined to be functioning properly at that time. The health care provider was subsequently (same day, 2 hours later) contacted by a kci clinical specialist. The kci clinical specialist spoke with a nurse who checked the dressing for leaks and none were found. The unit was reported to be maintaining pressure. The kci clinical specialist advised the nurse to check and replace the dressing per v.a.c. Therapy labeling if there was a concern. Info provided does not indicate that the health care provider removed the dressing. The kci clinical specialist also told the health care provider to call if there were any other issues and not other calls were received. On august 1, 2009, the facility contacted kci to report that the charger was not working properly and a service call was created. The technician contacted the facility to notify them that delivery would be that evening and the hospital agreed. Based on info provided, it is unclear if the dressing remained in place with therapy inactive for a period greater than 2 hours. Upon arrival at the facility, the service technician found the charger to have a loose connection at which time the charger was replaced. The pt continues to receive v.a.c. Therapy and continues to receive v.a.c. Therapy as of the date of this report without further complications.

Manufacturer narrative:
V.a.c. Labeling warns "never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating physician."